Event description:
Reporter stated that pt's blood glucose was measured, using the inform system, with back-to-back results of 29.9 mmol/l, 10.0 mmol/l and 6.0 mmol/l. Reporter stated that, less than 5 mins later, pt's blood glucose was retested on an unspecified hospital device with a result of 10.0 mmol/l. Pt's therapy was not modified based on the values obtained on the inform system. No adverse event, associated with the alleged malfunction, was reported. The MFR requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in another country.